Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was an atrial lead warning for low impedance paces on (B)(4) 2012.

Event description:
It was reported that there were episodes of noise and oversensing noted in the right ventricular (rv) lead that were isolated to a single date and occurred within 10-20 minutes apart and then were not observed again. The rv lead noise could not be induced or reproduced and the lead impedance, sensing, and capture trends were all reported to be stable. The rv lead remains in use. It was further reported that there were atrial lead warnings, a decrease in impedance and low impedance, and noise in the atrial lead. The atrial pace/sense polarity was programmed to unipolar and the lead trend cleared. The atrial lead was capped and replaced. No patient complications were reported as a result of this event.